Manufacturer narrative:
Vygon has reached out to customer for additional information. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC leaking where catheter enters wings.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter connected to a non vygon germany gmbh extension line as a faulty sample. The sliding clamp of the returned catheter was missing and attempts to flush the catheter with water were unsuccessful, likely due to dried solution residue obstructing the lumen. However, microscopic examination revealed a tear located directly at the wing. The fracture surface was very rough and jagged, indicating that excessive tensile force and damage from an alcohol-based disinfectant likely contributed to the failure. The IFU states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. "Do not kink the catheter or the extension line permanently to avoid damage to the catheter. In addition, a manufacturing defect can be excluded, as each catheter is flow and leak-tested during production, and the catheter reportedly functioned without leakage for 6 days, according to the customer. The customer noted in the pir that an alcohol-based disinfectant was used. However, the IFU states: avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing, and the tensile force and dimensions of the catheter and set components are randomly checked during production. A review of vygon USA's complaint data indicates that six additional complaints were reported for lot 24d008d, four of which were associated with this facility. Corrective action: as each catheter is flow and leak tested during production, and the catheter worked well for 6 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC leaking where catheter enters wings.